Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on 01-jun-2015. On (B)(6) 2008, the consumer had essure (fallopian tube occlusion insert) inserted to prevent pregnancy. According to her on (B)(6) 2010, the device caused a reaction and she ended up having the essure removed along with her uterus, fallopian tubes and ovaries on (B)(6) 2010. Additionally she became septic, almost died and underwent many surgeries because of this. At time of this report the consumer was in surgical menopause; receiving daily medications and had a big scar from all the surgeries. The consumer stated that the device ruined her life and shortened her lifespan. Follow up from 15-jun-2015: ptc (product technical complaint) was received. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) removed along with her uterus, fallopian tubes and ovaries due to an unspecified reaction. Additionally, she stated she became septic due to this procedure. These events were considered serious, due to medical importance. Sepsis is unlisted in essure's reference safety information, while the other event is listed. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, essure was removed approximately 2 years after its insertion. Although the exact reason for the procedure was not specified; since patient related it to essure, causality cannot be excluded. Regarding the reported sepsis, limited information was provided. However, based on the available information, it cannot be excluded that this event occurred as a complication of essure's removal surgery. Due to the serious injury (sepsis) and surgical intervention reported; this case was considered an incident. Additionally, the non-serious events big scar from all the surgeries and surgical menopause were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 10-sep-2015: follow-up attempts were done, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) removed along with her uterus, fallopian tubes and ovaries due to an unspecified reaction. Additionally, she stated she became septic due to this procedure. These events were considered serious, due to medical importance. Sepsis is unlisted in essure's reference safety information, while the other event is listed. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, essure was removed approximately 2 years after its insertion. Although the exact reason for the procedure was not specified; since patient related it to essure, causality cannot be excluded. Regarding the reported sepsis, limited information was provided. However, based on the available information, it cannot be excluded that this event occurred as a complication of essure's removal surgery. Due to the serious injury (sepsis) and surgical intervention reported; this case was considered an incident. Additionally, the non-serious events big scar from all the surgeries and surgical menopause were reported. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report despite follow-up attempts, no further information was obtained.